Event description:
A surgeon reported that a patient had an intraocular lens (iol) exchanged three weeks following iol implant surgery due to an unexpected postoperative outcome. Additional information has been requested.

Manufacturer narrative:
The product was returned with solution dried on the lens. The haptic is broken, torn and optic is torn into pieces. Results from the product history review indicated the product met release criteria. A lens bench could not be conducted due to optic damage. The replacement lens information was not reported; however, the complaint lens was returned in a lens case for a 20.0 diopter lens with tape applied over the mylar lens information. The root cause could not be determined from the investigation. The lens was damaged. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of the surgical solution, the damage is most likely customer related. There were no other complaints reported in the lot. Additional information has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).